Event description:
It was reported that the patient presented in the emergency room with a pocket infection. The implantable cardioverter defibrillator, right ventricular and right atrial leads were explanted. There were no patient consequences.

Manufacturer narrative:
Correction - h6 - investigation conclusion code should have been cause cannot be traced to non device related factors rather than no problem detected.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
Correction - h10 - a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.